Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected bgms (meter serial#: (B)(4) and strip lot#: d200106-4). Setting and all functions of the returned meter were re-tested, and all of them were operated properly. Standby current of the meter was re-checked and the result (1.1 ua) met acceptance criteria (< 55 ua). Returned and retained strips (lot#: d200106-4) were tested by using returned meter (serial#: (B)(4)) and retained meter (serial#: (B)(4)) with control solutions (level low: batch# 9ah1a02, exp. By 02- 2022; level high: batch# 0ah3a17, exp. By 12-2022), respectively. Re-testing results as below met the acceptance criteria (level low: 45~95 ; level high: 250~360). Return meter w/ return strips: 70/74 (level low) and 320/333 (level high). Return meter w/ retained strips: 77/72 (level low) and 329/321 (level high). Retained meter w/ return strips: 75/73 (level low) and 321/324 (level high). Retained meter w/ retained strips: 72/75 (level low) and 318/317 (level high). As above, no non-conformance and malfunction of the suspected bgms were found. The root cause of the complaint was unable to be verified without more users' information. Therefore, the complaint has to be closed out if no further action from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 10:00am at home. Caller stated that the end-user would not wake so she tested his blood glucose was using his prodigy meter and she received a result of 78mg/dl. A normal result for him around that time of day is usually around 100-110mg/dl. The paramedics were called about 5 minutes after testing with the end-user's meter. No additional blood glucose testes were performed with the prodigy meter. Caller stated that she attempted to give the end-user juice while waiting for the paramedics to arrive, she did not give him any other food or medications. The end-user is prescribed 128 units of tresiba that was not taken. Paramedics arrived within 10 minutes and tested the end-users blood glucose with their meter and received a result of 38mg/dl. Caller stated that the paramedics administered glucose by IV to treat his low blood glucose. The end-use was then transported to (B)(6) hospital located at (B)(6) by the paramedics. Upon arriving at the hospital, the end-users blood glucose was checked but the caller did not recall what the result was. The caller stated that the end-user was given mashed potatoes, soup, pudding, and a glucose drink to raise his blood glucose. Caller stated that the end-user was given an EKG chest x-ray and had normal results. The caller stated that the end-use was in the hospital for 3 hours. The end-user was told to eat 2,000 calories a day and to gradually resume his normal activities when he was discharged from the hospital. The endusers blood glucose was 151mg/dl when he was discharged. No additional information was provided.